Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device's pressure waveform was faulty. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The medical examiner (me) stated they noticed abnormality in the pressure waveform when they had been doing the rounds in the ward and had replaced the unit with another v60. The me also stated that the similar waveform had been seen when they had made the unit run with the same circuit in an me room. For the waveform, expiratory positive airway pressure (epap) was 2.8hpa when the setting was 4hpa and inspiratory positive airway pressure (ipap) value was also lower than the setting. It was reported that dirt was found on the filter at the air outlet port and that the unit had kept operating at the time of the event.

Manufacturer narrative:
H10: the reported issue was unable to be confirmed. Functional test was performed for verification and no abnormality was confirmed. The unit was checked overall, cleaned, run in tests and functionally tested. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The device was being used for treatment when the reported event occurred. There was no medical intervention provided to the patient was reported.